Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported the act buttons on the insulin pump were not responding. Customer does not recall any significant event that may have caused the keypad issue. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
The insulin pump had intermittent button response due to moisture damage at the keypad traces. The insulin pump had minor scratches on the display window, cracked display window corners, cracked battery tube threads and a cracked reservoir tube lip.